Event description:
It was reported that during an unknown procedure, there was leaking of the devices. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of six devices, no devices will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell state. The supply bag was empty but the final bag and heater bag were full. The technical service representative (tsr) cleared the se and informed the hp of the se meaning. The hp would stop therapy and contact the peritoneal dialysis nurse (pdn) in the morning for instructions on completing therapy. On (B)(6) 2010 product surveillance contacted the home patient's nurse regarding the bag not being spiked or connected properly causing system error 2240 alarm. The nurse stated that the bag fell off of the table and thinks that air got in the line. The nurse stated that the patient is doing fine and has been able to continue therapy.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.